Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise which resulted in pacing inhibiton with less than two seconds of asystole. The noise was due to electromagnetic interference (emi). Rv loss of capture (loc) with less than two seconds of asystole was also oberved. Subsequently the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the lead was returned in three sections. There was an is-1 section which measured approximately 6 centimeters, a mid section measuring approximately 5 centimeters and a tip section measuring approximately 41cm. Analysis noted insulation abrasion through the outer insulation at approximately 30 centimeters from the lead tip. This type of damage is consistent with repeated stress over time. The reported noise and los of capture were likely the result of the lead damage observed by the laboratory.

Event description:
The lead was explanted for an issue reported on report 2124215-2016-20381 and returned for anlaysis.